Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and a no delivery. Customer stated they have experienced a no delivery for the past two weeks, now it occurred during fill tubing. Customer's blood glucose was over 600mg/dl, treated with injection. During troubleshooting, the customer stated there is no insulin exiting the tubing. Customer stated they do not have another infusion set for testing. Advised customer to change entire set and return it for analysis.